Event description:
It has been reported that on several occasions the cord clamp allowed blood leakage. The infants were just a few hrs old when bleeding was noted. A second clamp was applied. All reports indicated that post surgery the clamps were secure, however, they appeared to not close tight enough. No med treatment or add'l testing were per formed.